Event description:
The patient was scheduled to undergo a CT-guided medical renal biopsy. The biopsy needle (biopince) needle misfired and left a piece of metal "sticking out of the needle." Because of the protruding metal, the needle was "unable to fit in the guide needle" and therefore did not obtain the needed specimen. Another device was utilized to complete the biopsy procedure. There was no injury to the patient.what was the original intended procedure?CT-guided medical renal biopsy.device #1is this a laboratory device or laboratory test?no.